Event description:
During an unspecified procedure, the suture broke and the knots came untied. The surgeon used another suture to complete the procedure. No pt injury reported.

Manufacturer narrative:
1/13/97- supplemental report #1 sent to FDA.